Manufacturer narrative:
.

Event description:
It was reported to philips the device was displaying an error message instructing to attach cables that were already attached. There was no patient involvement.